Event description:
It was reported sec 20dp, texium & hanger v/nv suffered component separation. The following information was provided by the initial reporter: "...texium secondary sets that came apart below the drip chamber."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-09-15. Investigation summary: a sample was received in (B)(6) immediately presented. This set was then analyzed under microscope to find that the root cause of the failure was a lack of solvent at the tubing to drip chamber junction. A device history record review for model 40000-07t lot number 20095694 was performed. The search showed that a total of (B)(4) units in (B)(4) lot number was built on 08sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported sec 20dp, texium & hanger v/nv suffered component separation. The following information was provided by the initial reporter: "...texium secondary sets that came apart below the drip chamber."